Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm that resulted in a pump stop was confirmed via log file review. Data from the reported event dates of 25aug2024 ¿ 27aug2024 was reviewed. On 25aug2024 at 11:29, a no external power alarm activated due to both batteries depleting to 0v. The backup battery supported the system for 2 hours until 13:53 when a pump stop occurred due to the backup battery also completely depleting. The pump restarted without issue an unknown amount of time later when the controller was connected to a fully charged battery. Because the controller clock was reset, the length of time the pump was off is unable to be determined. The controller clock was reset at 11:30 on 27aug2024. No other notable events were observed in the log file. Provided information indicated that the patient experienced shortness of breath and chest pain while the pump was stopped, that the patient had fallen asleep while using battery power and does not use the mobile power unit while sleeping, and that no equipment was exchanged. Root cause of the no external power alarm was determined to be user error in sleeping on battery power. The device history records were reviewed revealed no deviations with manufacturing and qa specifications. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including no external power alarms. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ addresses the user to regularly exchange their 14v batteries when the state of charge leds indicate low power and not to sleep while connected to 14v battery power. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the patient experienced shortness of breath and chest pain while the pump was off. Upon connecting the patient to the monitor, it was noted that their system controller clock was not set, indicating a complete loss of power/pump off event. The patient stated that they fell asleep, and their batteries must have died. The patient stated that they do not sleep on the mpu because there is only one outlet in their room which other things are plugged into. The patient was advised to get a power strip for the other devices and use the remaining outlet for their mpu. No equipment was exchanged, the clock was reset to 01/01/00. At an unknown time/date the power was reconnected, and the parameters were flow 3.8, speed 4800. Power 0.0, pulsatility index (pi) 0.0 and then another reading 12 hours later of flow 4.4, speed 4800, power 3.2, pi 3.7.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient history showed several low voltage events and more recently a no external power and a pump off. The patient believed the pump was off for a couple of hours while the patient slept. The patient was encouraged to use their mobile power unit (mpu). Log files were submitted for review and captured multiple alarms associated with a "loss of all power" event. The patient was utilizing battery power on (B)(6) 2024 and depleted both batteries and the emergency backup battery. This resulted in low voltage which caused the rotor to stop at 1:53 pm on (B)(6) 2024. The system controller appeared to have completely shut off a few seconds later. The patient was off pump support for an unknown amount of time during the event. Following the "loss of all power" event the pump appeared to resume normal operation with system controller clock invalid alarms once external power was restored. The clock appeared to have been resynched just prior to data download.